Event description:
It was reported that during a peripheral orbital atherectomy procedure, a type c dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 100mm in length and was located in the peroneal artery. The physician used a 6fr introducer sheath to access the lesion. A csi viperwire was advanced across the lesion and a csi oad was loaded onto it. The physician then treated the lesion using the csi oad. Post-atherectomy angiography revealed a type c dissection in the peroneal artery. The physician resolved the dissection with balloon angioplasty followed-up with a drug-eluting coronary stent. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.